Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: not observed. As per the investigation procedures, creases and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, a6, d4, d9, h3, h6.

Event description:
Patient reported left side rupture. Healthcare professional later confirmed rupture. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6.

Event description:
Patient reported left side rupture. Healthcare professional later confirmed rupture. Device has been explanted. This relates to the left side.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2023-11588. Explant was incorrectly reported in manufacture report number 9617229-2023-11588. Device was actually explanted on (B)(6) 2025. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Healthcare professional later confirmed rupture. Device has been explanted. This relates to the left side.